Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a type 3b endoleak. The most likely cause of this event is undetermined as there were several contributing factor; motor vehicle accident, severe calcifications in the aortic neck and body, angulated neck and neck length was short (off- label). Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on (B)(6) 2018 of a previous reported event (2031527-2018-00368), clinical was able to find substantial evidence to support the following of a type 3b endoleak. This report if for the 3b endoleak only.